Event description:
Rep was called regarding a revision surgery for an infected site containing stryker products. Original surgery info is not available.

Manufacturer narrative:
Device is not available for investigation.